Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An RMA was not issued for return as the customer reported the event after the completion of the procedure; therefore, failure analysis cannot be performed. The logs show the sureform 60 stapler (product number: 480460-09, lot number: k12230907-0075), was installed on the system six times and fire 6 reloads (1 blue, followed by 5 white). On the first install, the first clamp was successful, and the firing was completed with no pauses for compression. On the second install, the first clamp was successful, and the firing was completed with 2-3 pauses for compression. On installs 3-5, the first clamp was successful, and the firings were each completed with a pause for compression. On install six, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no errors related to this stapler in the logs. Logs are attached. A review of the provided image (see attachment) was performed by an intuitive surgical, inc. (Isi) cde. The image shows stomach tissue with a completed staple line. There is some blood pooled behind the stomach itself as well as some observable blood oozing from the left side of the staple line itself, based on the image we can confirm the surgeons report of bleeding. Based on the image alone a root cause cannot be determined.

Event description:
It was reported in a social media post, that after a da vinci-assisted sleeve gastrectomy procedure, there was bleeding from the staple line on the stomach. The amount of bleeding in unknown but was described as a small amount. The bleeding occurred on the first fire using a sureform 60 stapler instrument, with a blue reload on stomach tissue. The surgeon stated spending additional surgery time suture ligating to resolve the bleeding. The procedure was completed robotically and there were no post operative complications. Historically, the surgeon used a sureform 60 stapler instrument with a green reload that contained buttress material. Another bariatric surgeon advised to not use buttress material; the surgeon has since changed to using a blue reload. The surgeon chose to switch to a blue reload because it was the most comparable option when using a 3rd party laparoscopic stapler and a purple staple load. The clinical sales representative has discussed with the surgeon, transitioning from a blue reload to a white reload as the tissue that the reload is being used on is thin.